Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4). The device is currently shipping from (B)(4) for investigation. A f/u report will be provided after the inspection results become available.

Event description:
Ref imp # (B)(4).